Manufacturer narrative:
Patient identifier did not contain enough spaces for entire ID of (B)(6). An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated a falsely depressed architect tsh of 0.004 miu/l (ID (B)(6)) on (B)(6) 2017 which did not fit the patient's clinical history (previous tsh of 0.488 miu/l from (B)(6) 2017). Sample ID (B)(6) was repeated with architect tsh of 1.44 miu/l (reported as correct result) and sample (B)(6) 2017 repeated architect tsh of 0.525 miu/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
A review of the analyzer service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results. The customer's instrument logs were reviewed. This review did not identify conclusive information to indicate an instrument issue occurred. A review of the product labeling concluded that the issue is sufficiently addressed. A review of the architect product monitoring found no similar issues as described in this complaint; no trend associated with the architect i2000sr erratic result rate was identified. A review of trending for the architect tsh assay identified no adverse trends. Taken together, no systemic issue or deficiency of the architect i2000sr analyzer was identified.